Manufacturer narrative:
(B)(4).

Event description:
The pt believed that her mouth sores were caused by the pump. The pump was used to deliver morphine. The healthcare provider believed they were likely caused by other oral medications the pt was taking (methadone, oxycodone, etc.). The pump was explanted. The physician stated "mouth sores not related to the pump". No further information was able to be obtained.